Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that an animal experienced suture breakage 6 days post-operatively.

Manufacturer narrative:
The sutures pieces were examined visually and it was observed body fluids on the sutures pieces and suture degradation. No conclusion could be reached on why the customer reports that the strand was broken, due to condition of the sample returned.